Manufacturer narrative:
The date of manufacture was not available at the time of filing. The ge healthcare service technician replaced the power switch to fix the reported issue.

Event description:
During depot repair, the ge healthcare technician found that the unit would restart system if cover is bumped or flipped due to the faulty power switch. There was no reported patient involvement.